Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00522.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine canister (canister), aspiration tubing (tubing) packaged with the penumbra system ace 68 reperfusion catheter (ace68) from a penumbra system ace 68 kit, penumbra system ace 68 reperfusion catheter (ace68) and a penumbra engine (engine). During the procedure, the ace68 and the tubing were in use in the patient when the physician realized that the canister would not maintain suction. Therefore, the canister and tubing were removed. The procedure was completed using a new canister, new tubing, the same ace68, and the same engine. There was no report of an adverse effect to the patient.